Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event and therapy estimated as date of publication, (B)(6) 2012.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Use in 8f access site. As per the indications for use section of the IFU the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths.

Event description:
This information was captured based on literature review: a retrospective analysis was performed to evaluate feasibility, safety, and efficacy of percutaneous arterial access site closure after transfemoral, transcatheter aortic valve implantation (tf-tavi) using a single, commercially available six french monofilament suture-mediated vascular closure device (vcd) in preclosure- technique. Patient number: 47. Description of event: continuous puncture site bleeding and iliac artery dissection. Duration of follow-up (months): 20. Treatment /outcome: stenting (recovered with sequelae). No additional information provided.